Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), autoimmune disorder ('autoimmune'), sjogren's syndrome ('autoimmune disorder type of disorder: sjogren's syndrome'), breast enlargement ('symptomatic macromastia') and nephrolithiasis ('kidney stones') in a 42-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne in 2005, skin nodule in 2005, anxiety in 2001, depression in 2001, headache, sinus disorder, uti, kidney stones, back pain, multigravida, parity 2 and anemia. Previously administered products included for avoid pregnancy: birth control pills from 2001 to 2006 and birth control pills from 1990 to 2000; for an unreported indication: zovia from 2001 to 2006 and lexapro from 2001 to (B)(6) 2005. Concurrent conditions included correction hammer toe, esophagogastroduodenoscopy, lithotripsy, removal of kidney stone (uretroscopy), hemorrhoids, vaginal lesion, menses irregular, nasal congestion, runny nose, sneezing, eye irritation, frequency urinary, hematuria microscopic, anal itching, rectal pain, flu symptoms, diarrhea, constipation, defecation difficult, genital irritation, allergic rhinitis, contusion, menstrual migraine, esophageal reflux aggravated, heartburn, belching, erosive esophagitis, ear pain, ear discomfort, abnormal sensation in ear, otalgia, eustachian tube dysfunction, mood altered, haemorrhage nos, perioral dermatitis, foggy feeling in head, flank pain, hepatic steatosis, neck pain, hypertrophy breast, hemorrhoidal bleeding, vulval lesion, herpes simplex type I, herpes simplex type ii, dysuria, gait deviation, foot overpronation, unspecified disorder of knee joint, osteoarthritis knee, joint crepitation, leiomyoma nos, adenomyosis, paratubal cyst, sweating and non-ulcer dyspepsia. Concomitant products included docusate sodium from 2007 to 2014, hydrocortisone from 2014 to 2017 and lidocaine from 2014 to 2017 for hemorrhoids, valaciclovir hydrochloride (valtrex) from (B)(6) 2014 to (B)(6) 2014 for vaginal lesion as well as amitriptyline from 2010 to 2015, azelaic acid (finacea) from 2016 to 2017, butalbital;paracetamol (butalbital/apap) from (B)(6) 2014 to (B)(6) 2017, caffeine from (B)(6) 2014 to (B)(6) 2017, calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz) from (B)(6) 2011 to (B)(6) 2012, carmellose sodium (thera tears) since 2009, cetirizine since 2005, ciclosporin (restasis) from 2011 to 2019, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2014, dapsone (aczone) from 2016 to 2017, desloratadine (clarinex) since 2005, ferrous sulfate from 2007 to 2017, fluticasone propionate (flonase) since 2005, frovatriptan from (B)(6) 2010 to (B)(6) 2011, iron, loratadine since 2005, macrogol 3350 (miralax) since 2014, medroxyprogesterone acetate (depo provera), minocycline from 2013 to 2014, montelukast sodium (singulair) from (B)(6) 2010 to (B)(6) 2010, naproxen, naproxen sodium (aleve) since 2010, olopatadine hydrochloride (patanol) from 2007 to 2011, paracetamol (tylenol) since 2010, sumatriptan (imitrex) since 2007, topiramate from 2011 to 2017, venlafaxine hydrochloride (effexor) from 2005 to 2019 and xylometazoline hydrochloride (nasal spray ii) since 2010. In 2006, the patient experienced back pain (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant) and urinary tract infection ("utis"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In 2007, the patient experienced allergic sinusitis ("increased sinus allergies/ sinus problem"), pollakiuria ("bladder problems or urinary problems: increased frequency"), urinary retention ("bladder problems or urinary problems: voiding small amount"), migraine ("migraines / headaches"), dysgeusia ("bad taste in mouth (metal taste)") and headache ("migraines / headaches"). In 2008, the patient experienced dry eye ("keratoconjunctivitis sicca") and vision blurred ("blurred vision"). In 2009, the patient experienced bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gerd"), regurgitation ("liquid regurgitation") and vulvovaginal discomfort ("vaginal irritation"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In 2010, the patient experienced gingival recession ("dental problems: receding gums"). In 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient was found to have blood glucose increased ("high glucose"), 5 years 6 months after insertion of essure (ess205). In 2013, the patient experienced breast enlargement (seriousness criterion medically significant). In 2015, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and arthralgia ("pain both knees/ joint pain all over the body"). In (B)(6) 2017, the patient experienced memory impairment ("memory problems"). In 2017, the patient experienced epistaxis ("nose bleeds/ frequent nose bleeds"), musculoskeletal pain ("pain right shoulder"), nasal dryness ("dry nose"), nasal discomfort ("sore in nose caused by dryness") and pain in extremity ("foot pain/ left thigh pain"). In 2018, the patient experienced sleep disorder ("sleep disorder") and was found to have hepatic enzyme increased ("high liver enzymes"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety/ psych injury"), depression ("worsen depression/ psych injury"), acne ("nodular acne/ acne vulgaris"), skin mass ("nodular acne/ skin condition"), dry skin ("dry skin"), myalgia ("muscle pain all over the body"), procedural nausea ("complications at the time of your essure placement: nausea"), procedural dizziness ("complications at the time of your essure placement: light headed"), feeling hot ("complications at the time of your essure placement: very hot"), hypersensitivity ("hypersensitivity"), rash ("rash"), cystitis ("bladder infect"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), tooth disorder ("dental probs") and nervous system disorder ("neuro condit/prob,"). The patient was treated with antibiotics, bacitracin zinc;neomycin sulfate;polymyxin b sulfate (polysporin), benzoyl peroxide;erythromycin (benzamycin), clindamycin, doxycycline, fexofenadine hydrochloride (allegra), isotretinoin (absorica), ketorolac tromethamine (toradol), metronidazole, omeprazole, spironolactone (spironolacton) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, breast reduction on (B)(6) 2014 and stone extraction (2006), lithotripsy (2009), stone extraction (2013)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the back pain, autoimmune disorder, sjogren's syndrome, breast enlargement, nephrolithiasis, menorrhagia, urinary tract infection, bacterial vaginosis, anxiety, depression, acne, skin mass, dry skin, epistaxis, pollakiuria, urinary retention, migraine, gingival recession, memory impairment, fatigue, weight increased, gastrooesophageal reflux disease, sleep disorder, dysgeusia, blood glucose increased, hepatic enzyme increased, dry eye, vision blurred, regurgitation, vulvovaginal discomfort, arthralgia, musculoskeletal pain, nasal dryness, nasal discomfort, pain in extremity, myalgia, procedural nausea, procedural dizziness, feeling hot, hypersensitivity, rash, cystitis, bladder disorder, urinary tract disorder, tooth disorder and nervous system disorder outcome was unknown, the vaginal haemorrhage and vaginal discharge had resolved and the allergic sinusitis and headache was resolving. The reporter considered acne, allergic sinusitis, anxiety, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, blood glucose increased, breast enlargement, cystitis, depression, dry eye, dry skin, dysgeusia, epistaxis, fatigue, feeling hot, gastrooesophageal reflux disease, gingival recession, headache, hepatic enzyme increased, hypersensitivity, memory impairment, menorrhagia, migraine, musculoskeletal pain, myalgia, nasal discomfort, nasal dryness, nephrolithiasis, nervous system disorder, pain in extremity, pollakiuria, procedural dizziness, procedural nausea, rash, regurgitation, sjogren's syndrome, skin mass, sleep disorder, tooth disorder, urinary retention, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal discomfort and weight increased to be related to essure (ess205). The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal vaginal bleeding, menorrhagia, knee pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events hypersensitivity, rash, autoimmune, bladder infect., bladder probs., urinary probs.dental probs., neuro condition/problem were added. Lawyer was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), sjogren's syndrome ('autoimmune disorder type of disorder: sjogren's syndrome'), breast enlargement ('symptomatic macromastia') and nephrolithiasis ('kidney stones') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne in 2005, nodule in 2005, anxiety in 2001, depression in 2001, headache, sinus disorder, uti, kidney stones, back pain, multigravida, parity 2 and anemia. Previously administered products included for avoid pregnancy: birth control pills from 2001 to 2006 and birth control pills from 1990 to 2000; for an unreported indication: zovia from 2001 to 2006 and lexapro from 2001 to (B)(6) 2005. Concurrent conditions included correction hammer toe, esophagogastroduodenoscopy, lithotripsy, removal of kidney stone (ureteroscopy), hemorrhoids, vaginal lesion, menses irregular, nasal congestion, runny nose, sneezing, eye irritation, frequency urinary, hematuria microscopic, anal itching, rectal pain, flu symptoms, diarrhea, constipation, defecation difficult, genital irritation, allergic rhinitis, contusion, menstrual migraine, acid reflux (oesophageal), heartburn, belching, erosive esophagitis, ear pain, ear discomfort, abnormal sensation in ear, otalgia, eustachian tube dysfunction, mood altered, haemorrhage nos, perioral dermatitis, foggy feeling in head, flank pain, hepatic steatosis, neck pain, hypertrophy breast, hemorrhoidal bleeding, vulval lesion, (B)(6), dysuria, gait deviation, foot overpronation, unspecified disorder of knee joint, osteoarthritis knee, joint crepitation, leiomyoma, adenomyosis, paratubal cyst, sweating and non-ulcer dyspepsia. Concomitant products included docusate sodium from 2007 to 2014, hydrocortisone from 2014 to 2017 and lidocaine from 2014 to 2017 for hemorrhoids, valaciclovir hydrochloride (valtrex) from (B)(6) 2014 to (B)(6) 2014 for vaginal lesion as well as amitriptyline from 2010 to 2015, azelaic acid (finacea) from 2016 to 2017, butalbital; paracetamol (butalbital/apap) from (B)(6) 2014 to (B)(6) 2017, caffeine from (B)(6) 2014 to (B)(6) 2017, calcium levomefolate; drospirenone; ethinylestradiol betadex clathrate (beyaz) from (B)(6) 2011 to (B)(6) 2012, carmellose sodium (thera tears) since 2009, cetirizine since 2005, ciclosporin (restasis) from 2011 to 2019, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2014, dapsone (aczone) from 2016 to 2017, desloratadine (clarinex) since 2005, ferrous sulfate from 2007 to 2017, fluticasone propionate (flonase) since 2005, frovatriptan from (B)(6) 2010 to (B)(6) 2011, iron, loratadine since 2005, macrogol 3350 (miralax) since 2014, medroxyprogesterone acetate (depo provera), minocycline from 2013 to 2014, montelukast sodium (singulair) from (B)(6) 2010 to (B)(6) 2010, naproxen, naproxen sodium (aleve) since 2010, olopatadine hydrochloride (patanol) from 2007 to 2011, paracetamol (tylenol) since 2010, sumatriptan (imitrex) since 2007, topiramate from 2011 to 2017, venlafaxine hydrochloride (effexor) from 2005 to 2019 and xylometazoline hydrochloride (nasal spray ii) since 2010. In 2006, the patient experienced back pain (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant) and urinary tract infection ("utis"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In 2007, the patient experienced allergic sinusitis ("increased sinus allergies/ sinus problem"), pollakiuria ("bladder problems or urinary problems: increased frequency"), urinary retention ("bladder problems or urinary problems: voiding small amount"), migraine ("migraines / headaches"), dysgeusia ("bad taste in mouth (metal taste)") and headache ("migraines / headaches"). In 2008, the patient experienced dry eye ("keratoconjunctivitis sicca") and vision blurred ("blurred vision"). In 2009, the patient experienced bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gerd"), regurgitation ("liquid regurgitation") and vulvovaginal discomfort ("vaginal irritation"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced gingival recession ("dental problems: receding gums"). In 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient was found to have blood glucose increased ("high glucose"), 5 years 6 months after insertion of essure (ess205). In 2013, the patient experienced breast enlargement (seriousness criterion medically significant). In 2015, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and arthralgia ("pain both knees/ joint pain all over the body"). In (B)(6) 2017, the patient experienced memory impairment ("memory problems"). In 2017, the patient experienced epistaxis ("nose bleeds/ frequent nose bleeds"), musculoskeletal pain ("pain right shoulder"), nasal dryness ("dry nose"), nasal discomfort ("sore in nose caused by dryness") and pain in extremity ("foot pain/ left thigh pain"). In 2018, the patient experienced sleep disorder ("sleep disorder") and was found to have hepatic enzyme increased ("high liver enzymes"). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("worsen depression"), acne ("nodular acne/ acne vulgaris"), nodule ("nodular acne"), dry skin ("dry skin"), myalgia ("muscle pain all over the body"), procedural nausea ("complications at the time of your essure placement: nausea"), procedural dizziness ("complications at the time of your essure placement: light headed") and feeling hot ("complications at the time of your essure placement: very hot"). The patient was treated with antibiotics, bacitracin zinc; neomycin sulfate; polymyxin b sulfate (polysporin), benzoyl peroxide; erythromycin (benzamycin), clindamycin, doxycycline, fexofenadine hydrochloride (allegra), isotretinoin (absorica), ketorolac tromethamine (toradol), metronidazole, omeprazole, spironolactone (spironolactone) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, breast reduction on (B)(6) 2014 and stone extraction (2006), lithotripsy (2009), stone extraction (2013)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the back pain, sjogren's syndrome, breast enlargement, nephrolithiasis, menorrhagia, urinary tract infection, bacterial vaginosis, anxiety, depression, acne, nodule, dry skin, epistaxis, pollakiuria, urinary retention, migraine, gingival recession, memory impairment, fatigue, weight increased, gastrooesophageal reflux disease, sleep disorder, dysgeusia, blood glucose increased, hepatic enzyme increased, dry eye, vision blurred, regurgitation, vulvovaginal discomfort, arthralgia, musculoskeletal pain, nasal dryness, nasal discomfort, pain in extremity, myalgia, procedural nausea, procedural dizziness and feeling hot outcome was unknown, the vaginal haemorrhage and vaginal discharge had resolved and the allergic sinusitis and headache was resolving. The reporter considered acne, allergic sinusitis, anxiety, arthralgia, back pain, bacterial vaginosis, blood glucose increased, breast enlargement, depression, dry eye, dry skin, dysgeusia, epistaxis, fatigue, feeling hot, gastrooesophageal reflux disease, gingival recession, headache, hepatic enzyme increased, memory impairment, menorrhagia, migraine, musculoskeletal pain, myalgia, nasal discomfort, nasal dryness, nephrolithiasis, nodule, pain in extremity, pollakiuria, procedural dizziness, procedural nausea, regurgitation, sjogren's syndrome, sleep disorder, urinary retention, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal discomfort and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal vaginal bleeding, menorrhagia, knee pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: plaintiff fact sheet and medical records were received. Event injury was updated to following events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), increased sinus allergies/ sinus problem, utis (urinary tract infection), kidney stones, bacterial vaginosis, anxiety, worsen depression, autoimmune disorder type of disorder: sjogren's syndrome, nodular acne/ acne vulgaris, dry skin, nose bleeds/ frequent nose bleeds, bladder problems or urinary problems: increased frequency, voiding small amount, migraines / headaches, dental problems: receding gums, memory problems, vaginal discharge, fatigue, weight gain, gerd (gastroesophageal reflux disease), sleep disorder, bad taste in mouth (metal taste), high glucose, high liver enzymes, keratoconjunctivitis sicca, blurred vision, liquid regurgitation, symptomatic macromastia, vaginal irritation, pain both knees/ joint pain all over the body, pain right shoulder, back pain, dry nose, sore in nose caused by dryness, foot pain/ left thigh pain, muscle pain all over the body, complications at the time of your essure placement: nausea, light headed and very hot. Medical history, concurrent condition and concomitant medication were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.